Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the outer insulation was abraded at 10.6 cm to 11.3 cm from the connector pin and exposed the proximal coil. Abrasions are indicative of constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise was observed on the atrial lead. Possible insulation damage was noted at the suture sleeve. The physician opted to explant the system to allow for a device upgrade on (B)(4) 2012.